Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the issue is the main printed circuit board assembly (pcba). After replacing the main pcba, the issue was resolved. The fsr performed the operational verification procedure and reported the device passed service specifications.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The issue was found during pre-use checks. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed and duplicated. Duplicated vent inop and found xdcr pt800 and pt802 to have recorded faults in the events log, both failed calibration. This issue will be internally investigated within vyaire.